Manufacturer narrative:
Additional information provided. A log file review showed that the system message occurred three times the day before the reported event day. The system message indicates that the energy and voltage of the laser head were high. During the onsite visit the company representative replaced the homogenize and focus lenses. All checks of the system passed. The system meets specifications. The root cause is the worn optic parts. Especially a worn homogenize and focus lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a high energy message displayed during laser treatment. The procedure was completed with no impact or harm to the patient.